Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device would not ratchet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the ratchet gear was rough and scratched causing it not to turn freely. The comb, roller, and side plates were also damaged on the device. The calibration was out of specifications but still produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, bearings, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). While the returned product investigation confirmed that the skin graft mesher would not ratchet and the device functioned as intended after replacing the ratchet gear. The root cause of the reported event was due to the ratchet gear which was being rough and scratched causing the mesher not to turn freely. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not ratchet. Investigation results revealed that the comb was found to be damaged . No adverse events have been reported as a result of this malfunction.